Manufacturer narrative:
(B)(4). Batch # n91y13. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient experience any adverse consequences due to this issue? How long was surgery prolonged? Was there any change to the procedure or post-op patient care as a result of the delay to the procedure?

Event description:
The titanium tip broke during the procedure. The broken piece was retrieved by forceps and was discarded. Changed another one to complete the procedure. It was reported that the whole surgery had been prolonged.